Event description:
It was reported that patient was admitted for numerous low flow alarms with syncopal episodes, questionable inflow cannula position. Log file review confirmed the reported sustained and unsustained low flow alarms with high pulsatility index (pi) on (B)(6) 2023. The estimated flow appeared to be below the alarm threshold of 2.5 liters per minute (lpm). It was further reported that patient had more syncopal episode while working with physical therapy. The patient's mean arterial pressure (map) was stable. The patient also had recently exchanged to a low flow system controller after a software upgrade on 17jan2023. Additional log files were sent for review that showed no unusual events. The low flows and syncope were thought to be related to the inflow cannula position.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms that were reported to have been potentially related to an inflow conduit alignment issue; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, an inflow conduit alignment issue was unable to be confirmed. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of syncope could not be conclusively established through this evaluation. The patient was admitted on (B)(6) 2023 after experiencing multiple low flow alarms with syncopal episodes. It was reported that the inflow cannula position was questionable which was thought be related to the low flow alarms and syncopal episodes. The patient was assessed to be hemodynamically stable with low flow alarms associated with estimated flow values of 2.0-2.5 liters per minute (lpm), and the patient received low flow software upgrades to their controllers on (B)(6) 2023. The patient experienced another syncopal episode on (B)(6) 2023 while working with physical therapy. The patient¿s mean arterial pressure (map) was stable. The submitted log files were reviewed. Transient low flow alarms were captured on (B)(6) 2023 and (B)(6) 2023. Elevated pulsatility index (pi) vales were also noted during the low flow alarms. Low flow alarms were also intermittently captured in a controller periodic log file on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. A pump reset was captured on (B)(6) 2023, consistent with exchanging the patient¿s controllers during the low flow software upgrade. The system appeared to be operating as intended, and there were no other notable alarms captured in relation to the reported event. During the investigation there was an incidental finding of a pump reset on (B)(6) 2023. Review of the submitted lvad event log file found that there was a pump reset on (B)(6) 2023 at 23:38:54, per the timestamp; however, a specific cause for this finding could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no additional information was received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Section 4 "system monitor" explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 "surgical procedures" of the IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 "patient care and management" (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.